Event description:
Same case as 6000089-2005-00318during a coronary drug eluting stenting treatment procedure,the stent were damaged. The lesions being treated were located in the moderately calcified and tortuous, 99% stenosed left anterior descending (lad) and diagonal artery bifurcation. The vessels were pre dilated with a maverick 2.5 x 20 mm balloon. The physician was trying to stent the lesions simultaneously.he brought both stents down the lad together and when they reached the bifurcation they tried to separate the stents and the proximal edges of the stents had bound together. The physician removed the stents and they were found to be deformed. The procedure was completed with two more of the original sized stents. No pt complications was reported. The pt's condition is reported as good.